Manufacturer narrative:
Device passed displacement test and sleep current measurement test. However, device received with high active current measurable test. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer stated that he was received a low battery alert prior to the replace battery alert. Customer stated that replace battery now alarm occurred second times in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.